Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result was 0.61 ng/ml. The customer indicated that the erroneously elevated result occurred on a single pt sample. The erroneously elevated result was not reported out of the lab. The pt sample was retested for accu tni and the accu tni result was 0.46 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.